Event description:
It was reported that the endoplege balloon ruptured during use. They were able to use the cannula until the end. They kept filling a slow leak. They actually used it for most of the case and didn't know why they kept loosing pressure until the end.

Manufacturer narrative:
Evaluation: prior to device evaluation it is noted that the contamination guard was not returned with the device. It appears to have been cut off. The device balloon was visually inspected under 10x magnification and visually the balloon has burst. The edges of the burst are jagged and there is significant thinning in the area that burst. Visually there are no other defects detected with this device. Water was introduced into the pressure and infusion lumens and the water flows from where it should. These devices are visually and functionally tested 100% prior to packaging. A device history record review was completed for lot 784527 and this device met all specifications upon distribution. Root cause of the event could not be determined.